Manufacturer narrative:
Correction to event date now provided. Correction to aware date now provided on initial MDR submitted: 11/15/2016. Additional information: although a specific cause of the reported incident was unconfirmed as the part was not received to the manufacturer, an investigation into returned parts with similar reported malfunctions was completed via CAPA investigations.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported both suctions verified successfully without manipulation, and within a few seconds, however, were inaccurate by approximately 4 millimeters s/I and 2 millimeters a/p. All other instruments, including curved suctions from another tray, were accurate. The surgeon stopped using these instruments, and continued the procedure with minimal delay and no patient impact. On 11/15/2016, a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Curved suctions were several millimeters inaccurate. Items will need to be replaced. Recommended instrument replacement. Issue resolved. System performed as intended. It was reported that the suctions that were inaccurate were accidentally sent through the incorrect sterilization process by the site, because of this error, the suctions, became damaged. The site has been made aware and will replace the suctions. Return requested for curved suction 70 and curved suction 90 on 11/17/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy occurred. The surgeon alleged a 4 millimeter inaccuracy with the curved 70 degree suction. All other instruments were accurate within 0.5 millimeters. Suction verified with no issue, however, the surgeon deemed being inaccurate using them. The doctor stopped using these instruments and continued the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.